Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a sensor error on their insulin pump. The patient's blood glucose level was at 40mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer declined assistance with trouble shooting. No further info was provided.